Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report a falsely high cardiac troponin I (tni) patient sample test result. Siemens headquarter support center reviewed the available system data. The customer is running the system with an expired calibration for tni. The clot check sensor was disabled rendering the aspiration profiles unavailable. There is no indication of a performance issue with the instrument or reagent based on the available system data. The issue is consistent with a sample integrity issue. Siemens instructed the customer to not process samples with an expired calibration. The cause of the discordant falsely high cardiac troponin I (tni) is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high cardiac troponin I (tni) patient sample test result was obtained on a dimension exl 200 system. The initial result was reported to the physician(s). The same sample was repeated multiple times on the same system and the first repeat result was reported to the physician(s). A second sample was drawn from the patient two hours after the first sample was drawn and run on the same system. The result of the second sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high tni result.